Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One device received in used condition. During functional testing unable to duplicated the reported issue. The device passed all functional testing.the reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Actions were taken to mitigate the reported issue: replaced the printed wire assembly (pwa) board as a preventative measure.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming. There was patient, or clinician injury associated with these occurrences. No further details provided at this time.